Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Three attempts were made to contact the customer to obtain further details regarding the hospitalization, all of which were unsuccessful. The customer stated that he was busy at the time of two outreach attempts and could not be reached on the third. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.